Event description:
Event description boston scientific crm received information that this left ventricular lead had an impedance reading greater than 2000 ohms. A review of stored data from the pulse generator indicates the high impedances began seven months ago. An x-ray was performed. The lead was found to have fractures in four different points of its body. The pulse generator has now been reprogrammed to no pacing in the left ventricle. At the moment the lead remains implanted. ,